Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of tubing from the syringe adaptor at the upper fitment during an antibiotic infusion for a (B)(6) patient who was pulling on the IV tubing. There is no report of patient or provider harm.

Manufacturer narrative:
The customer¿s report of tubing breakage was confirmed. The customer provided pictures depicting the upper components of a syringe adapter infusion set with the silicone segment tubing torn near the upper fitment area and the remaining silicone segment still attached to the upper fitment with the retainer ring still intact. Visual inspection observed that the set was separated and torn at the silicone segment tubing near the upper fitment area and the remaining silicone segment still attached to the upper fitment with the retainer ring still intact. No other damages or any issues were observed with the set. The root cause of the customer¿s report of tubing breakage was identified as accidental damage as it was reported that the tubing was pulled on during use.